Manufacturer narrative:
No audio/beep/vibrate anomaly or button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) esc buttons dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly as well as beep anomaly. Blood glucose level of the customer was 135 mg/dl. The customer was assisted with the troubleshooting. The customer stated that the none of the keys were working and the insulin pump was beeping. The insulin pump will be returned for the analysis.